Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). The lead impedance remains stable and within range. The device was sensing appropriately. The lead remains in service. No adverse patient effects were reported.